Event description:
A case of cardiac tamponade requiring intervention was reported during a watchman procedure where the versacross access solution containing the versacross rf wire and versacross transseptal sheath were used. A cardiac echo was completed before beginning the procedure and no effusion was present in the patient. During the first transseptal puncture attempt, the physician noted that the patient had complex cardiac anatomy. The physician experienced challenges contacting the septum and visualizing the versacross access solution on echo. The versacross access solution was removed from the patient and the versacross sheath and dilator were reshaped, and a second transseptal puncture was attempted. However, the versacross rf wire still could not be visualized in the left atrium. An effusion was noted and protamine was administered. The cardiac effusion developed into a cardiac tamponade. The physician successfully performed pericardiocentesis and the patient stabilized. The patient was taken to the cardiac intensive care unit for observation. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for versacross transseptal sheath that is included in the versacross access solution. A separate problem report has been submitted for the versacross rf wire that is included in the versacross access solution with the report number 3019751610-2022-00049.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for versacross transseptal sheath that is included in the versacross access solution. Device malfunction is not suspected. A DHR review has been completed for the lot in question and all devices in the lot met relevant requirements prior to release.